Event description:
It was reported that the patient (B)(6) was diagnosed with right knee instability after his primary total knee arthroplasty on 2012. A revision surgery was performed and the articular insert was removed and exchanged for a larger insert. Also, it was determined that would be benefit a patella implant insertion since the patient's patella indicated wear.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Our clinical/medical team concluded based on the available information, the root cause for ¿uncontrolled pain and possible acute infection¿ or the later ¿pain and stiffness¿ that resulted in the resurfacing and larger size insert cannot be concluded. However, it is not an uncommon occurrence if the patella was not resurfaced during the primary surgery. Nor can the root cause of the ¿aseptic loosening¿ that resulted in the revision of the tibial base plate and polyethylene liner with an ¿irrigation and debridement¿ be concluded as aseptic loosening can have several causes. At a (B)(6) 2017 ¿ follow-up comparison of x-rays to (B)(6) 2016 ¿ ¿no visible periprosthetic fracture of significant lucency¿. Without the return of the actual product involved, our investigation cannot proceed. A definitive root cause cannot be determined with the information provided. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.